Event description:
It was reported that a cartridge alarm occurred during insulin delivery.it was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl.the customer went to the ER on (B)(6) 2025 and required assistance was needed at the ER to address bg level. IV and fluids of saline and insulin were given to address bg level. Reportedly, the customer had high ketones but unknown if discussed the ketone level with hcp however hcp declared not life threatening. The customer is using pens for insulin therapy.the customer was released from the ER/hospital the same day on (B)(6) 2025.hcp identified that there was no permanent damage to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.